Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an occlusion alarm. The customer's blood glucose (bg) level was 200-300 mg/dl. The customer used a correction bolus via the pump and insulin injections to address the bg. The customer's bg had dropped to 54 mg/dl. The customer thought the bg dropped due to too many insulin injections. The customer consumed glucose tablets and carbohydrates. The customer went to the emergency room (ER) due to the low bg and was treated with intravenous fluids and glucose. The customer left the ER a few hours later with a bg of 170-200 mg/dl. The customer was tired, but feeling better.